Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive. During troubleshooting with tandem technical support, customer applied more force and was able to unlock pump using wake button. There was no reported impact to the customer¿s blood glucose.